Manufacturer narrative:
The customer¿s report of error code 353.7200.5 was confirmed in the error logs of all four devices, however since it is a log-only error code, it was determined not to be the error code that was noted by the user as having occurred during the epinephrine infusion. The pcu event log showed that at 1:46 pm on (B)(6) 2016 the suspect syringe module experienced a pump malfunction (error code 351.6660.0) resulting in a syringe calibrate pop-up message. The device passed testing for the plunger force accuracy task. A test infusion was programmed and no errors were observed during the infusion. Although testing was unable to replicate a channel error, inspection of the device found the split nut to be worn. The root cause of error code 353.7200.5 during an epinephrine infusion was not confirmed. Error code 353.7200.5 is a log-only error code that is only seen in the device error logs and has no effect on the system performance. The root cause of the syr calibrate message and error code 351.6660.0 was not identified but is most likely due to the worn split nut.

Event description:
The customer reported that all four syringe pumps involved showed multiple instances of error code 353.7200.5 (syringe plunger position sensor contaminated). Epinephrine was infusing but the module involved was not specified. The customer stated that there "was no effect on the patient from this event."

Manufacturer narrative:
.Additional information: b.3, d.11.